Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2005 and a revision procedure on (B)(6) 2005 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, elevated metal ion levels, metal poisoning, and metallosis. Review of invoice history indicates a procedure occurred on (B)(6) 2005. Additionally, a procedure occurred on (B)(6) 2006 for unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted procedure performed on (B)(6) 2005 was a revision surgery on the right hip due to pain and osteolysis. Operative report further noted initial right hip procedure was in 1988. Patient is also bilateral with the left hip having undergone three procedures with the most recent occurring in 1987. Additionally, the operative report notes patient states pain is bilateral, but greater in the right hip. During the revision procedure, scar tissue, osteolysis, and polyethylene debris were noted. It is unknown what products were removed but the procedure was completed with a biomet constrained metal-on-plastic articulating hip. Additional information received in the patient's revision operative report noted patient underwent a right hip revision on (B)(6) 2006. Operative report further noted the revision was due to infection. All products were remove and antibiotic spacer molds were implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative, infection, and allergic reaction." This report is number 9 of 10 mdrs filed for the same patient (reference (1825034-2014-05335 & 1825034-2015-01913 / 01921).